Event description:
This spontaneous report was received on (B)(6) 2011 from a female consumer (age unspecified) reporting on self from (B)(6). Medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified for normal menstruation (route: vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, five to ten centimeter of the string detached from the device and the tampon stayed in her vagina. No symptoms were reported. The action taken with the device was unknown. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received for evaluation and no lot number was provided. Without a valid lot number, the device history record cannot be reviewed and the retain sample cannot be verified. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.